Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's scs system was explanted. The physician performing the explant noted a small wound by the lead incision, however there was no evidence of infection below the skin.

Event description:
The patient's spouse reported the patient had an infection just below the lead incision site. The patient is consulting with a specialist regarding the issue who suggested the scs system be explanted. The sjm representative spoke with the patient's spouse who indicated the patient is to consult with a surgeon regarding undergoing surgical intervention.